Manufacturer narrative:
The returned meter's database was reviewed. The raw-data field of the strip lot database record was set to zeros. The meta-data (lot number and expiration date) of the database record are valid. The codekey stored in the meter memory is valid and matches the current strip lot in the database (same lot number). The out-of-device-limits hi-measurement result is also stored erroneously in the result database (glucose value of "0"). A second strip lot, that was present on the instrument's database, is also corrupt with raw-data set to zeros. The raw data field of the measurement engine contains a valid code key. Thus, a measurement was possible. The log data from the customer was requested, but the information was not available, so there was no way to see the invalid configuration value being transmitted, but it is the only possible cause. An invalid configuration value was transmitted from the 3rd party data management system (unipoc) during a reagent list update. The investigation did not identify a product problem.

Manufacturer narrative:
Medwatch field d9 was updated. The reporter's meter was received for investigation and was tested with retention test strips and quality control material. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl results:. Level 1: 42, 43, 43 mg/dl. Level 2: 287, 292, 292 mg/dl. All returned results were within acceptable range. The investigation is ongoing.

Event description:
There was an allegation of memory discrepancies with multiple inform ii meters. Only one example was provided it was alleged that when a result on a meter is "hi" (> 600 mg/dl), it is displayed in the unipoc middleware as a zero ("0"). The issue started after a unipoc dms update that was performed on 12-dec-2023. For the example that was provided the meter result was "hi" at 7:12am. The result in the unipoc software is shown as "0". There are no questionable results concerns with the "hi" results.

Manufacturer narrative:
The product was requested for investigation. A replacement meter was sent. A communication log for the alleged meter was provided by unipoc support. This log shows a "0" result from a test performed at 10:46 am on (B)(6) 2024. The investigation is ongoing.